Event description:
It was reported that during an open thoracic lobectomy procedure, during the initial firing with the device on a pulmonary artery, the physician¿s assistant was operating the device under the direction of the doctor. The instrument closed and locked on the vessel normally. Upon firing the device, there was a cracking noise as if something broke. The doctor noted that the device appeared to cut without deploying staples, and that the reload separated from the shaft during the attempted firing. The doctor was able to apply direct pressure to the pulmonary artery with his fingertips, and then they sutured the transected end up 5-0 prolene sutures. Minor blood loss occurred that did not require any additional intervention. Or time was lengthened by having to suture the vessel. A different device was used with green and white reloads to complete the resection. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the metal pan separate from the plastic part of the cartridge? Did the cartridge separate from the jaws of the device? The cartridge appears to be intact.

Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.